Event description:
The customer contact reported "the device does not accumulate totals when infusing." There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.